Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the device returned normal functions. No patient symptoms were reported.